Event description:
Consumer called to report meter giving inconsistent reading with his meter. Analysis run on clark error grid using mean average readings (288) as reference point vs. Bd readings (444, 132) yielded some data point in the d range of the grid, outside acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.